Event description:
It was reported that while testing with the bd macro-vue¿ rpr card antigen suspension, 14 false positive results were obtained. Confirmatory gg enzyme amino assay testing was performed, and the results were negative. Erroneous results were not reported out and there was no patient impact. The following information was provided by the initial reporter: the customer is reporting false positive rpr test. Customer explained that multiple tech have run the test they used gg enzyme amino assay as confirmatory. 14 fp have been confirmed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: investigation summary: retention samples: satisfactory results when retention samples were tested for performance using three (3) sera panel numbers of each reactivity. Control lot (1335592). Customer batch number (1123493). Serum no. 11: all lots showed reactive results at 1:1 to 1:4 and reactive minimal at 1:8. Serum no; 16: all lots showed reactive results at 1:1 and reactive minimal at 1:2. Serum no; 17: all lots showed reactive results at 1:1 to 1:2 and reactive minimal at 1:4. Serum no¿s. 29, 32, 34 all lots showed reactive minimal results at 1:1 to 1:2. Serum no¿s. 3,7,10: all lots showed negative results. Complaint is unconfirmed based on retention samples and batch history record review. No returned goods received. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported that while testing with the bd macro-vue¿ rpr card antigen suspension, 14 false positive results were obtained. Confirmatory gg enzyme amino assay testing was performed, and the results were negative. Erroneous results were not reported out and there was no patient impact. The following information was provided by the initial reporter: the customer is reporting false positive rpr test. Customer explained that multiple tech have run the test they used gg enzyme amino assay as confirmatory. 14 fp have been confirmed.